Event description:
It was reported that the left ventricular (lv) epicardial lead exhibited high and/or unstable thresholds and high impedances. The lead was confirmed to be fractured. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial lead was returned in segments and analyzed. The distal conductor of the lead developed a fracture due to flexing while in vivo, and the proximal conductor of the lead developed a fracture due to flexing while in vivo. Distal and proximal conductor fractured was confirmed. Concomitant medical products: d224trk, implantable cardioverter defibrillator (ICD), (B)(6)  2009; 5076, implantable pacing lead, (B)(6) 2009. (B)(4).